Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 07, 2014 to july 09, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, fluid was observed within the package due to the blue winged luer cap being loose. The blue winged luer cap was tightened and the device was filled with water and observed for leaks with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that an infusor elastomeric device leaked at an unspecified location on the tubing. This observation was made prior to use. There was no patient involvement. No additional information is available.